Event description:
It was reported that the equipment i.e., erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d was to be used for a g.I bleed in the stomach. The settings were apc pulsed, effect 1 at 20 watts power. However when activated, an "explosion in the stomach" occurred. The pt went to surgery, but pt expired.